Event description:
Caller reported a pixel issue on the pump display, affecting the ability to interact with or read the screen due to a black stain. There was no reported impact to the customer¿s blood glucose level, as the caller declined to provide this information. The customer switched to multiple daily injections (mdi) as a backup therapy, and technical support arranged for a replacement pump.